Event description:
Follow up was conducted with the customer and the following procedural/patient information was reported. The procedure was reported as therapeutic and was completed with a similar camera head. The patient was under sedation, with no delay reported. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: MFR report (B)(4). Patient identifier: (B)(6). Please see update to b5. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus service center for evaluation and the customer's reported issue was not confirmed/reproduced. The blurry image and image degradation were not observed during the evaluation. Additional details relating to the patient and the event have been requested, but no response has been received at this time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the image flickered because of a communication failure occurred due to faulty cable. We could not surmise the cause of the faulty cable. The root cause of this event was unable to be identified. This issue is addressed in the instructions for use (IFU). ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus the image displayed by the hd camera head was cloudy and blurry during an unspecified procedure. There were no reports of patient harm or impact associated with this event. Inspection and testing of the returned device revealed the image flickered because communication failure occurred due to faulty cable. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.